Event description:
It was reported that during a colectomy procedure, the device would not staple. They used a second device to complete the case with no pt consequence reported.

Manufacturer narrative:
Info anticipated, but unavailable at this time.